Event description:
It was reported the patient is deceased and died approximately two weeks post implant of the implantable pulse generator (ipg) system. The cause and circumstances of the patient death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead implanted: 2013 (B)(6); (B)(4) implantable pulse generator (ipg) implanted: 2013 -(B)(6). (B)(4).